Event description:
It is reported that patient has experienced multiple dislocations.

Manufacturer narrative:
Evaluation summery: based on the information provided, the patient's multiple dislocations are most likely caused due to wear of the acetabular liner. It is reported that a depuy acetabular system was used with a zimmer femoral stem and head. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.